Manufacturer narrative:
H10. The graft bolt is a component of the alphatec identiti alif standalone interbody system, which is an integrated intervertebral body fusion device for use in anterior lumbar interbody fusion (alif) procedures used in patients for treatment, not diagnosis. The index surgery date is unknown.communication was received from a sales representative reporting postoperative radiographs revealed a graft bolt fracture. He indicated surgical intervention is not planned as the implant is holding in proper position. The postoperative radiograph images were not provided to alphatec. The identifying lot number was not provided. The patient's bone quality, medical history, and postoperative physical activity is unknown. Based on the information provided, a root cause cannot be determined. If additional information is made available, a supplemental report will be submitted. Labeling review: possible adverse effects: possible adverse effects include: 1. Initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: postoperative management by the surgeon is essential. This includes instructing, warning, and monitoring the compliance of the patient. 1. Patient should be informed regarding the purpose and limitations of the implanted devices. 2. The surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. On -05-dec-2022, the FDA sent alphatec additional information request for this MDR. Alphatec responded to the FDA on 13-jan-2023.

Manufacturer narrative:
The implant remains in-situ. The lot number was not provided. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
A postoperative radiograph revealed a sa graft bolt fractured. No revision surgery planned at this time. No patient injury reported.